Event description:
It was reported the "guidewire broke and came out with part of the guidewire retained. Reason for use - congestive heart failure."

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Information was received via letter from FDA division director isaac chang referencing report number (B)(4).